Event description:
It was reported that the rv lead was explanted due to multiple inappropriate shocks, oversensing, high impedance of 2592 ohms, and an apparent lead fracture. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments analyzed. It was reported that the rv lead was explanted due to multiple inappropriate shocks, oversensing, high impedance of 2592 ohms, and an apparent lead fracture. The lead was replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure (select specific code from category d) device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate.